Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the index procedure was on (B)(6) 2015 when a 3.0 x 12 mm xience xpedition and a 3.0 x 8 mm xience xpedition stents were implanted. On (B)(6) 2015 the patient was re-admitted to the hospital with severe obstructive lung disease. The patent went into cardiac arrest and was intubated. Resuscitative measures were taken; however, the patient did not improve over the next 24-36 hours and treatment was withdrawn. Subsequently the patient expired. No additional information was provided.